Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis. The customer had been vomiting. The blood glucose reading was unknown. Nothing further was reported.

Manufacturer narrative:
Currrently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.